Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date the patient started treatment with intraperitoneal (ip) vancomycin 1 gram (frequency and duration not reported) and (ip) amikacin 125 mg (frequency and duration not reported). The cause of the peritonitis was unknown. The patient was not hospitalized for the event. At the time of this report the patient was recovering from the peritonitis event. No additional information is available.